Event description:
It was reported that there was a right ventricular (rv) lead warning. It was also reported that the rv lead was capped and replaced due to high impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.